Event description:
One pt with discrepant free t4 results. Male pt, initial free t4 result 30.6 pmol/l. Same sample repeated using 3 different methods gave results of 24.6, 22.7, and 24.7 pmol/l. If add'l info is received, appropriate notification will be provided.